Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient's blood glucose elevated to 1413 mg/dl. The patient's wife contacted the paramedics. The patient was admitted to the hospital on (B)(6) 2016 and was given insulin and saline fluids. The patient's wife confirmed that the alarm did not sound which lead to the adverse event. The patient was released from the hospital on (B)(6) 2016. At the time of contact, the patient was in good condition. Additionally, the patient tested the receiver's high alert and it sounded. No further event information was provided. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and found no observations related to the customer complaint. Data was downloaded from the receiver and review did not contain failure related to customer complaint. A global receiver functional test was performed on the receiver and it resulted in no failures related to customer complaint. The reported fault of intermittent audio output could not be reproduced. The complaint of intermittent audio output could not be confirmed. The root cause could not be determined.